Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a defib test failure during operational testing. It was noted by customer biomed that they had already replaced the therapy pca in an attempt to troubleshoot the issue but the failure remained. There was no patient involvement.